Manufacturer narrative:
Follow-up #1: date of submission 02/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2014 with the following findings: the keypad was observed to be torn around the up, down, and contrast buttons. The contrast and up buttons were unresponsive to testing. The ok and down buttons responded properly. The keypad was removed and the up and contrast button contacts were observed to be missing. Contamination on all of the keypad contacts was observed. The pump booted on to the verify screen. Unrelated to the initial complaint, the display was observed to be dim with a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.